Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet pump did not charge when placed on the charger, and the guardian indicated prior issues with that charger; replacement charging equipment was provided along with troubleshooting and education. Symptoms included no reported adverse clinical effects and no changes in blood glucose. Outcomes included continued use of therapy without medical intervention or hospitalization. Investigation included customer-reported history, basic troubleshooting, and provision of replacement supplies. Investigation of this case revealed a suspected charger malfunction associated with the external power/charging accessory, consistent with a device component performance issue. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charging accessory.